Manufacturer narrative:
The reported event of battery breakdown was not confirmed. Battery voltage had reached eri due to high field settings. Longevity assessment was performed based on the average current drain and device had exceeded the projected longevity and is considered normal battery depletion. Further analysis was performed in nominal settings did not find any anomaly and battery voltage was within normal operating range.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker was successfully explanted and replaced due to a pacemaker malfunction. A battery failure was observed. There were no complications.